Event description:
The facility reports as a carer was cleaning the bath. They removed the plug and caught their finger on it. They suffered a small laceration to finger which required only a small bandage.